Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain, spinal pain, and non-malignant pain. On (B)(6) 2022, it was reported that the patient was diagnosed with a possible granuloma. An MRI showed a lesion in the lumbar area post MRI and the patient had neuro deficit. Additional information was received on (B)(6) 2022 from the patient who reported that he had a granuloma 2 years after implant in 2020 (see manufacturer¿s report number 3004209178-2020-09549) then again a year later in (B)(6) 2021 and now he has a third granuloma. He stated that the catheter was placed around t7 where he also had a stimulator. He had requested that the catheter tip be placed lower in the lumbar area but the hcp still placed it in the same t7 area. The patient expressed concern about why it was placed there. The patient was redirected to his hcp for further discussion. The patient called back again on (B)(6) 2022 stating that he had complex regional pain syndrome from a car accident and had nerve damage in the lumbar spine at the bottom and he wanted to get the pump with the catheter just going to the lumbar area first because that was where his pain was and because he had a stimulator yet and the leads went into his thoracic spine. He stated that one of the manuals said for the treatment of pain patients, the catheter should be placed in the lumbar area, but his neurosurgeon wanted to place the catheter in the thoracic area by the stimulator. The patient was concerned that the stimulator combined with the already increased chance of some inflammatory interaction there that maybe he should seek another neurosurgeon. The patient was again redirected to his hcp for further discussion and the agent offered to send physician listings which the patient accepted.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2020 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.